Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pelvic infection ("pelvic infection") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and rash ("rash"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the device dislocation, pelvic infection, genital haemorrhage, anaemia, abdominal pain lower, back pain and rash outcome was unknown. The reporter considered abdominal pain lower, anaemia, back pain, device dislocation, genital haemorrhage, pelvic infection and rash to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.